Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that a piece of tampon fell out of her when she went to change her tampon. She was not sure if it was a piece from the tampon she was using or if it was from a previous tampon.